Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. A root cause was not identified due to insufficient information. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the device was used during an unknown procedure. The trocar was leaking pneumo. Unknown how the case was completed. There was no adverse consequence to the patient.

Event description:
A customer contacted the technical support group to report a system error (se) 2240 alarm on the homechoice (hc) machine during dwell. The technical support representative (tsr) explained the air alarm and advised the homepatient (hp) to discard the supplies and start over.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.